Event description:
It was reported that during the implant attempt, the physician felt like the lead had been stretched during placement. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. It was noted the proximal conductor of the lead became extrinsically distorted due to pulling/str etching/overstress. The analyst commented the returned lead was stretched to 61.5cm during the attempted implant. Visual summary analysis of the lead indicated damage at implant and stretching.